Event description:
The customer reported the co2 suction pinch valve of the insufflation unit was defective. The issue occurred during a therapeutic procedure. The customer also noted the foot switch and electrosurgical generator did not work together. The procedure was completed using a similar device. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and the co2 suction pinch valve was defective. Also, evaluation found the footswitch was inoperable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the interlocking was not confirmed but we have confirmed that there is no abnormality in the pinch valve operation and function of uhi-4. However, the cause of the event is likely due to a faulty cable or connection to the esg-410. Therefore, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.